Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: contamination of the button contacts and a dim, discolored display screen.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on investigation, the keypad was intact without damage. On testing, all the keypad buttons were normally responsive. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons. Unrelated to the complaint, the display was noted to be dim and discolored.